Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customers site to evaluate the unicel dxc 600 pro synchron system. The fse inspected the instrument and found that the sodium (na) sample reference level 1 calibration values out of range. The fse replaced the carbon bridge to resolve the issue. The fse performed system verification successfully. No further issues were noted. Section a2, a4, and a5: information not provided by customer. Section h6: component code 4756 is used for the carbon bridge the beckman coulter identifier is case: (B)(4).

Event description:
Customer reported the generation of four (4) false low sodium (na) patient results with low anion gaps on their unicel dxc 600 pro synchron system. The erroneous patient results were not reported outside of the laboratory. There was no report of change to treatment, injury, or death associated to this event. The customer did not provide patient demographics.